Event description:
This case was reported by a consumer and described the occurence of difficulty moving tongue in a female patient who received poligrip (super poligrip comfort seal strips) for loose dentures. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip at unknown dosing. At an unknown time after starting poligrip, the patient state her saliva became thick, and she could not move her tongue or talk due to the thick saliva. This made her very uncomfortable. This case was assessed as medically serious by gsk. At the time of reporting, the events were resolved. The lot number is known for this product however no product is available. No corrective actions have been required based on this report.